Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that revision hip surgery was required as femoral stem had loosened. The stem was removed and revised to a restoration modular cone conical stem with a 54+4 mm mitch modular head.